Manufacturer narrative:
The manufacturer previously reported wrong information in section b5. After review, it was determined that section b5 should be corrected. Description event or problem has been corrected as a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.